Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, pt was 4 yrs status post right total knee replacement without a patella resurfacing. Pt came back to surgery to have a patella arthroplasty. Upon intraoperative examination/manipulation, the surgeon noticed some minor mid-flexion instability so he exchanged the existing 9 mm poly with an 11 mm poly. Upon examination of the explanted 9 mm poly, the surgeon expressed some concern of possible back side wear.